Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on half of the contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.